Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced some weird stuff and complications. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).